Event description:
During follow-up, post-paced t-wave oversensing was observed. Device reprogramming is expected, but has not been performed. The patient was stable.

Event description:
Additional information was received indicating that the device was reprogrammed.

Event description:
During follow-up, post-paced t-wave oversensing was observed. Device reprogramming was performed to resolve the event. The patient was stable.

Event description:
During follow-up, post-paced t-wave oversensing was observed. Device reprogramming is expected, but has not been performed. The patient was stable.